Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with first strattice firm on (B)(6) 2013 and second strattice firm on (B)(6) 2013. Patient later was implanted with 3rd strattice on (B)(6) 2014 and 4th strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This record captures the first strattice firm.

Manufacturer narrative:
Additional and/or corrected data: a2, b3, b5, d4, d6b, h4, h6, h10. Continued h10: 1000306051-2024-00007, 1000306051-2024-00016, 1000306051-2024-00013, a review of the device history record for strattice lot sp100001 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 22/may/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with strattice device on (B)(6) 2013. The patient underwent a ¿open umbilical hernia repair, underlay strattice mesh placement, abdominal component separation (right and left rectus muscle advancement flaps), placement of 19-french jp drains x2, complex abdominal closure¿ on (B)(6) 2013. The patient was implanted with another strattice device due to ¿recurrent umbilical hernia¿ on that same date. The patient underwent a ¿repair of 3 incarcerated incisional hernias, lysis of adhesions, repaired with underlay of 10 x 16 strattice biologic and primary closure of fascia¿ on (B)(6) 2014. The patient was implanted with a third strattice device due to ¿incarcerated incisional hernia¿ on that same date. The patient underwent an ¿exploratory laparotomy, lysis of adhesions, abdominal wall reconstruction with strattice biologic mesh and reapproximation of component separation over the mesh¿ on (B)(6) 2014. The patient was implanted with a fourth strattice device due to ¿incarcerated umbilical hernia¿ on that same date. The patient underwent a ¿serosanguinous drainage from open incision¿ on (B)(6) 2014. The patient then underwent a ¿repair of recurrent ventral hernia, placement of mesh, development of bilateral myofascial retrorectus advancement flaps, posterior release of transversalis fascia rectus (myofascial advancement flap) bilateral, debridement of skin, muscle, adipose tissue, and fascia at 240 square centimeters, removal of foreign body (old mesh) ¿ complex x 2¿ on (B)(6) 2015. The patient next underwent a ¿ventral hernia repair of recurrent, small bowel resection with primary anastomosis, removal of foreign body complicated (infected mesh), debridement of abdominal wall including fascia, muscle and soft tissue, 40 cm x 5 cm x 5 cm¿ on (B)(6) 2016. The patient underwent a ¿repair of recurrent ventral incisional hernia with mesh¿ on (B)(6) 2016. The patient was implanted with a fifth unknown strattice device due to ¿ventral incisional hernia¿ on that same date. The patient underwent a ¿lysis of intraabdominal adhesions compromising greater than 60 minutes of the operative intervention; repair the colonic serosal tear x1 (incidental secondary to the extensive adhesions); ventral abdominal 3 wall herniorrhaphy with mesh (3 cm defect with an onlay repair with no evidence of incarceration); exploratory laparotomy¿ on (B)(6) 2023. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical pain, loss of enjoyment of life, and economic and noneconomic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal pain.¿ patient ¿prescription pain medication.¿ patient ¿has been hospitalized and undergone surgical procedures.¿ patient ¿suffered from wound infections.¿ patient ¿used a wound vac. A home healthcare nurse changed [their] wound dressings.¿ patient¿s spouse ¿regularly packed and unpacked [their] wound dressings.¿ patient ¿is dependent on others to help with daily tasks [they have] difficulty completing [themselves.]¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty walking long distances & sitting for long periods of time.¿ patient ¿wears an uncomfortable stomach binder.¿ patient ¿has difficulty participating in family outings and activities due to pain such as lifting grandchildren and participating in physical activities with them.¿ patient¿s ¿stomach is scarred & disfigured.¿ patient ¿is fearful [they] will suffer another hernia in the future.¿ the form lists the conditions that were treated were ¿severe epigastric abdominal pain, bulge near umbilicus, incarcerated umbilical hernia; open ventral hernia repair; skin flap creation; strattice onlay mesh¿ between (B)(6) 2013 and (B)(6) 2013. The patient also received treatment for ¿increasing abdominal pain, fullness & serosanguineous drainage from abdominal wound, recurrent umbilical hernia; open umbilical hernia repair, underlay strattice mesh placement, abdominal component separation (right & left rectus muscle advancement flaps), placement of 19- french jp drains x 2, complex abdominal closure (strattice mesh implant and mesh explant)¿ between (B)(6) 2013 and (B)(6) 2013. Patient also received treatment for ¿abdominal pain & drainage from wound, postoperative cellulitis as well as wound infection at site of redo hernia repair; CT-guided abscess drain¿ between (B)(6) 2013 and (B)(6) 2014. Patient also had treatment for ¿abdominal pain, abdominal wall abscess/abdominal fluid; us guided abscess drainage¿ on or about (B)(6) 2014. Patient also received treatment for ¿repair of three incarcerated incisional hernias, lysis of adhesions, repaired with underlay of 10 x 16 cm strattice biologic & primary closure of fascia¿ between (B)(6) 2014 and (B)(6) 2014. Patient received treatment for ¿reduced recurrent umbilical hernia (ER)¿ on or about (B)(6) 2014. Patient received treatment for ¿recurrent incarcerated umbilical hernia, status post component separation; exploratory laparotomy, lysis of adhesions, abdominal wall reconstruction with strattice biological mesh & reapproximation of component separation over the mesh¿ between (B)(6) 2014 and (B)(6) 2014. Patient also received treatment for ¿serosanguinous drainage from open incision, hematoma within the surgical wound; surgical wound dehiscence¿ between (B)(6) 2014 and (B)(6) 2014. Patient received treatment for ¿wound vac putting out foul-smelling fluid - wound vac taken down & exchanged for wet-to-dry dressings 2 x day, fibrinous exudate on sides of incision, necrotic debris at base of wound, granulation tissue forming¿ on or about (B)(6) 2014. Patient received a ¿CT scan ab/pel - mid to lower abdominal superficial open wound, a second more superior midline ventral hernia again seen containing a loop of transverse colon which is not obstructed - positive for infection¿ on or about (B)(6) 2014. Patient received treatment for ¿increasing abdominal pain near surgical wound, palpable area of induration to right of umbilicus, tenderness & pain in the abdominal wall; CT scan of ab - interval near complete closure of previously seen anterior midline soft tissue surgical wound¿ on or about (B)(6) 2014. Patient received treatment for ¿abdominal pain; CT scan ab/pel - progressive anterior abdominal wall hernia¿ on or about (B)(6) 2014. Patient received treatment for ¿repair of recurrent ventral hernia, placement of mesh, development/ creation of bilateral myofascial retrorectus advancement flaps, posterior release of transversalis fascia from rectus (myofascial advancement flap) bilateral, debridement of skin, muscle, adipose tissue, & fascia at 240 square centimeters, removal of foreign body (old mesh), complex x 2 (abdominal wall reconstruction) (covidien implant)¿ between (B)(6) 2015 and (B)(6) 2015. Patient received treatment for ¿abdominal pain, postoperative pain¿ on or about (B)(6) 2015. Patient received treatment for ¿abdominal pain, nausea¿ on or about (B)(6) 2015. Patient was treated for ¿worsened chronic abdominal pain, nausea; diagnostic testing¿ on or about (B)(6) 2015. Patient received treatment for ¿increasing abdominal pain, abdominal abscess; ultrasound of the anterior abdomen demonstrates complex fluid collection surrounding the surgical mesh; drainage of abdominal wall abscess; cultures grew pan sensitive coagulate positive staphylococcus; discharged home with PICC line & IV¿ between (B)(6) 2016 and (B)(6) 2016. Patient was treated for ¿brown jp drainage, abdominal pain, abdominal wall pain; CT scan - infection of abdominal wall mesh.¿ patient received treatment for ¿recurrent ventral hernia repair, small bowel resection with primary anastomosis, removal of a foreign body complicated (infected mesh), debridement of abdominal wall including fascia, muscle & soft tissue 40 cm x 5 cm x 5 cm¿ between (B)(6) 2016 and (B)(6) 2016. Patient was treated for ¿worsening abdominal pain; ECG study; CT scan stable boc dalek¿s hernia, stable diastasis recti & ventral abdominal hernia, no evidence of bowel obstruction, likely small bowel adhesions at the anterior abdominal wall, mildly left upper abdomen distention-omental¿ between (B)(6) 2016 and (B)(6) 2016. Patient received treatment for ¿worsening abdominal pain & abdominal bulge¿ on or about (B)(6) 2016. Patient received treatment for ¿repair of recurrent ventral incisional hernia with mesh (strattice implant)¿ between (B)(6) 2016 and (B)(6) 2016. Patient was treated for ¿increased abdominal pain, foreign body of abdominal wall with infection, infected prosthetic mesh of abdominal wall¿ between (B)(6) 2017 and (B)(6) 2017. Patient received treatment for ¿wound symptoms & infections¿ in 2016 and 2017. Patient was treated for ¿abdominal & back pain, nausea, intermittent diarrhea & constipation¿ on or about (B)(6) 2017. Patient received treatment for ¿diffuse abdominal pain & increase of abdominal pain in ruq, bulge located left of midline extending between umbilicus & xiphoid; surgical intervention scheduled¿ on (B)(6) 2023 and (B)(6) 2023. Patient was treated for ¿wound infection; abdominal wall infection¿ in 2017. Patient received treatment for ¿abdominal pain, recurrent ventral abdominal wall hernia, extensive intraabdominal adhesions; lysis of intra-abdominal adhesions, repair of colonic serosal tear x1 (incidental secondary to the extensive adhesions), ventral abdominal wall herniorrhaphy with mesh (3 cm defect with an onlay repair with no evidence of incarceration), exploratory laparotomy (bard implant)¿ between (B)(6) 2023 and (B)(6) 2023. Patient was treated for ¿status post exploratory laparotomy, lysis of intra-abdominal lesions - extensive, ventral abdominal wall with mesh ¿ recurrent¿ on or about (B)(6) 2023. Patient was treated for ¿abdominal wall abscess with mssa, abdominal pain, recurrent staph infection¿ in 2016. Patient received ¿home healthcare¿ in 2014. Patient was treated for ¿pain management¿ from (B)(6) 2023 to present. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿covidien,¿ on (B)(6) 2014. The form indicates that the device was revised on (B)(6) 2016 due to ¿ventral hernia repair of recurrent, small bowel resection with primary anastomosis, removal of a foreign body complicated (infected mesh), debridement of abdominal wall including fascia, muscle & soft tissue, 40 cm x 5 cm x 5 cm.¿ the device was subsequently revised on (B)(6) 2016 due to ¿repair of recurrent ventral incisional hernia with mesh.¿ the device was subsequently revised on (B)(6) 2023 due to ¿lysis of intra-abdominal adhesions compromising greater than 60 minutes of the operative intervention, repair of colonic serosal tear x1 (incidental secondary to the extensive adhesions), ventral abdominal wall herniorrhaphy with mesh (3 cm defect with an only repair with no evidence of incarceration), exploratory laparotomy.¿ the patient was implanted with another non-abbvie device, ¿bard/davol mesh sft sqr¿ on (B)(6) 2023. The form indicates that the device was not removed or revised.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental (B)(4). Aware date should have been listed as 22/may/2024.

Event description:
Limited information was reported through a legal event that a patient was implanted with first strattice firm on (B)(6) 2013 and second strattice firm on (B)(6) 2013. Patient later was implanted with 3rd strattice on (B)(6) 2014 and 4th strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This record captures the first strattice firm.